Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test could not be performed because the customer did not have a tubing clamp. It was found that the insulin pump was accounting for boluses outside the usual parameters. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.